Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device was found to have a disconnected pressure tubing elbow. The pressure tubing elbow was reattached to correct the problems.

Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.